Manufacturer narrative:
An event regarding instability involving a duracon insert was reported. The event was confirmed following a review by a clinical consultant. Device evaluation and results: not performed, device was not returned medical records received and evaluation: clinician review: a review of the provided medical records and case by a clinical consultant indicated: "the more relevant finding was marked ligament laxity in all directions proving this knee was quite unstable. This is also confirmed by the x-ray findings with the femoral component not well centered over the baseplate, something that should not be possible in a stable knee where the collateral ligaments are fully intact and functional to keep the knee joint ¿tight¿. Revision indication thus was provided by instability of the knee after some 15-years of invivo service. The cause for this instability is multi-factorial as there are multiple issues present in this patient to have contributed to an overload condition across the knee arthroplasty: excessive posterior baseplate slope. Excessive distal femoral bone resection. The healed femoral fracture above the arthroplasty with significant residual deformity all-in-all, this knee had already a marginal pcl stability with tendency towards flexion instability due to excessive posterior tibial slope with additionally marginally stable collateral ligaments due to more distal femoral bone resection than optimal for the knee. The impact of the femur trauma quite likely has increased the ligament instability of the knee while the residual deformity of the femur after fracture healing has made conditions even worse resulting in an overload condition with progressive failure of the knee ligament system with total instability with symptoms requiring revision. Procedure-related factors: excessive posterior slope of baseplate. Excessive distal femoral bone resection. Patient-related factors high impact trauma to femur including knee arthroplasty. Residual deformity after conservative treatment of femoral fracture. Device-related factors: none as also supported by revision surgery findings. Diagnosis: flexion instability due to excessive posterior tibial slope with additionally marginally stable collateral ligaments due to more distal femoral bone resection than optimal for the knee have contributed to a marginal stability condition of the knee arthroplasty. The impact of the femur trauma quite likely has increased the ligament instability of the knee while the residual deformity of the femur after fracture healing has made conditions even worse resulting in an overload condition with progressive failure of the knee ligament system with total instability and clinical symptoms requiring revision. Device history review: a review of the device history records could not be performed as the lot ID was not provided. Complaint history review: a complaint history review could not be performed as the lot ID was unknown. Conclusions: a review of the provided medical records and case by a clinical consultant concluded: "flexion instability due to excessive posterior tibial slope with additionally marginally stable collateral ligaments due to more distal femoral bone resection than optimal for the knee have contributed to a marginal stability condition of the knee arthroplasty. The impact of the femur trauma quite likely has increased the ligament instability of the knee while the residual deformity of the femur after fracture healing has made conditions even worse resulting in an overload condition with progressive failure of the knee ligament system with total instability and clinical symptoms requiring revision". If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of duracon insert for instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of duracon insert for instability.